Event description:
Event description boston scientific received information that this implantable cardioverter defibrillator (ICD) device was explanted after displaying elective replacement indicator (eri). The device was in service for 29.8 months. Another guidant ICD was successfully implanted. There were no adverse patient effects reported.